Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -10.0/2.5/101 (sphere/cylinder/axis) lens tore/broke during injection/delivery into the eye. The lens was intraoperatively implanted, removed, and replaced on (B)(6) 2024. There was no patient injury. Cause was reported as the device not performing as intended. Reportedly, "as the lens was injected into the eye, it was in 2 pieces."

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
Correction: b5: excessive vault was observed. Claim# (B)(4).